Event description:
It was reported to the manufacturer that the vns patient's generator was replaced because communication could not be established with the device. Good faith attempts to obtain the explanted generator, and additional information regarding the reported event have been unsuccessful to date.